Event description:
It was reported that an unscheduled merlin.net transmission was received with a device parameter error message. The device was reprogrammed with nominal setting and normal function resumed. The patient would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.